Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a tha a corail size 8 broach got stuck when removal was attempted from the broach handle. Mallet strikes were required to remove the broach from the handle, delaying the procedure by 30 seconds. No fragments were generated. Subsequent broaches worked normally with the broach handle. The procedure was completed as planned with no patient consequences.